Manufacturer narrative:
Report source: morris, m. J., lombardi, a. V., berend, k. R., hurst, j. M., & adams, j. B. (2013). Clinical results of patellofemoral arthroplasty. The journal of arthroplasty, 28(9), 199-201. Doi:10.1016/j.arth.2013.05.012. The product was not available for return. Root cause could not be determined, conditions are addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "clinical results of patellofemoral arthroplasty (pfa)" which aimed to report the short-term clinical results and survivorship of pfa performed at a single center using a variety of contemporary implant designs.this complaint addresses: one (1) knee ¿ manipulation under anesthesia for arthrofibrosis (returned to or).